Manufacturer narrative:
(B)(4). Insulin pump received with unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap/reservoir locked properly in place. Insulin pump received with cracked belt clip rail case corner and battery tube threads. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that insulin pump had water entered the insulin pump and crack at the back. Customer said that clip was ok. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.